Manufacturer narrative:
Evaluation summary: the device returned with numerous kinks along the hypotube. There was a kink on the transition tubing 2.7cm proximal to the guidewire entry port. The distal shaft was ripped starting at the guidewire entry port and extending 2.2cm along the shaft. The material at the tear site was jagged and uneven. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal shaft approx. 1 cm distal to the guidewire entry port, confirming the presence of a leak at the damaged distal shaft. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute integrity drug- eluting stent at an unknown lesion but the stent would not inflate during stent deployment. No damage noted to packaging, no issues noted when removing the device from the hoop/tray. Device was inspected with no issues noted. Negative prep was performed with no issues. Lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, no excessive force was used. The physician noted that the stent delivery system requires more force than normal to track over the wire. Patient is alive with no injury.